Event description:
It was reported that this right ventricular (rv) lead experienced cross talk as the atrial pacing was sensed on this lead. The true rv rhythms were labeled as ventricular fibrillation (vf). This, in turn, resulted in inhibition of left ventricular (lv) pacing. Boston scientific technical services (ts) provided potential causes and recommended a chest x-ray be performed. This lead was repositioned at a later date as it was suspected the lead had micro-dislodged. The lead remains in use. No adverse patient effects were reported.